Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The sealant was flush with the balloon proximal bond. The catheter, shuttle cartridge and advancer tube were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. The advancer tube was properly engaged to the tamp lock and the procedure sheath was separated from the device as received which suggests post procedural manipulation. Based on the provided information and the investigation performed, the root cause for the reported event could not be conclusively determined. The review of the lhr (lot f1327002) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
It was reported by the aci regional sales manager that a 64 year old, female patient underwent an interventional coronary procedure on (B)(6) 2013. Access was obtained at the right common femoral artery via a 6f cordis sheath. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size to be 6mm. Peri-procedure, the patient was anti-coagulated with angiomax and integrilin. Following the procedure, the technician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the technician shuttled down to the arteriotomy with the sheath stopcock open. When the sheath was retracted, the advancer tube and the sealant were retracted with it. The advancer tube failed to deploy. The patient was converted to 20 minutes of manual compression and a femostop was proactively applied. The patient was hospitalized for reasons unrelated to the mynxgrip device / mynxgrip procedure.